Manufacturer narrative:
A steris service technician arrived at the facility and found a broken drying piston valve. The technician also observed that multiple o-rings and hoses required replacement due to the age of the components. The technician replaced the drying piston valve, o-rings and hoses, tested and confirmed the washer was operating to specification and returned the unit to service. The washer was installed in 2007 and is not under a steris service contract.

Event description:
The user facility reported their unit was leaking water onto the floor. No injuries or procedural delays/cancellations were reported.